Event description:
It was reported that during an unknown procedure, the clip applier was removed from the new package, and then the surgeon has loaded his first clip on the jaw by pressing the firing trigger slightly. There is no problem up to now. Once he fired the clip, the clips were bent and cannot be clipped on the target vessel. The clipper was removed from the patient and the nurse has used gauze to remove the clip. The surgeon has inserted the clipper into the patient again and prepare for his second fire, however, no clip can be drawn from the clipper. He has tried a few times, no clip can be found on the jaw. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 2nd fire. What vessel or structure was the device fired on at the time of the event? Small vessel. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No, he rotated the knob to insert the clipper to the target site, but he did not twist the device when he was firing. Was any unexpected resistance felt while firing the trigger? No, no special resistance was felt. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Yes, the first reload was bent and had to be removed manually by gauze. Was the device fired after this incident in or out of the patient? Surgeon cannot find any clip loaded after the 1st reload, the clipper was removed from the patient and surgeon tried to press the firing trigger to see if any reload come out again. What were the indications for surgery? What was found? Unk. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? Before the incident happen, no one has fired the instrument. If so, whom? And after the incident, the scrubbed nurse test the trigger again. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that one device was received with in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device no clip was fed and the advancer was noted bent. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.